Event description:
Plaintiff alleges being diagnosed as being allergic to latex as a result of frequent exposure to latex exam gloves. As a result of this allergy suffering substantial injury, pain and suffering as well as economic loss.